Event description:
It was reported the patient underwent mitral valve repair surgery. Postoperatively, the patient developed hemolytic anemia. The native valve and ring were explanted and replaced with a mechanical prosthesis. There were reported to be no adverse consequences to the patient. Additional information has been requested.